Event description:
Healthcare professional reported, "concerns of the product". Healthcare professional later reported "capsular contracture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Clarification to d6a implant date: partial date was reported as (B)(6) 2002. However, this is before the manufacturing date of the device - 15-apr-2003. The implant date has been removed as there is no additional information available. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and broken plug strap was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to concerns of the product. Healthcare professional later reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.